Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, that the jaws of a prograsp forceps instrument broke while manipulating tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The instrument was found to have the pin completely detached from the instrument. The dislodged pin was returned. The complaint regarding physical damage was confirmed by fa.